Manufacturer narrative:
Device disposition is unk. Device lot number is unk.

Event description:
Anticoagulation therapy was discontinued due to gi bleeding and a gore propaten vascular graft failed subsequent to the pharmocological therapy being discontinued. The pt underwent an amputation